Manufacturer narrative:
This report is for one (1) unknown drill bit. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as the specific part and lot number for drill bit is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during an unknown procedure and part of the bit is retained in the patient¿s bone. No further information is available. This report is for one (1) unknown drill bit. This is report 1 of 1 for complaint (B)(4).